Manufacturer narrative:
Complaint conclusion: as reported, closure of a 5f mynx control vascular closure device (vcd) failed. The device was fully deployed, but hemostasis was not achieved. Manual compression was applied after removing the device. There was no reported patient injury. The storage temperature of the device did not exceed 25°celsius. There was no damage noted to the button, which was fully depressed. The deployer was identified as being in training with the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves¿ condition, no abnormal conditions were observed, as they were in the expected deployed configuration. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was partially retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, per the provided evidence, button 2 was denoted to be partially depressed when the device was received by the decontamination lab; however, it was received fully depressed during this evaluation. The simulated deployment test could not be performed because the unit was received already deployed, with no sealant available for evaluation during a deployment simulation. An additional review was performed to verify the core-wire position within the device configuration. It was noted that the core wire was out of the expected position, not being located under the button 2 designed positioning, making it not possible to reset the button 2. Additionally, the manufacturing site reviewed the internal mechanism of the device. It was noticed that the core wire was found bent as expected for the adequate unit¿s mechanical function, indicating that balloon retraction was attempted. Also, it was noted that residual contrast media was observed in the balloon, which may have contributed to jamming and incomplete retraction. Additionally, it was observed that the device was received to the manufacturing site with the button partially depressed, which is in contrast with the conditions received in the product analysis laboratory. The reported event of "sealant-inability to achieve hemostasis" was not observed through analysis of the returned device due to the nature of the complaint and the sealant was fully deployed. However, an additional condition of "balloon-retraction jam" was noted as the balloon was partially retracted with button 2 fully depressed. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors that may have contributed to the reported inability to achieve hemostasis, particularly since the sealant was fully deployed off the catheter. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the sealant at the arteriotomy. Additionally, if the balloon was not fully retracted before device removal, which was noted with the returned device, this could affect the placement of the sealant when removing the device from the patient. Regarding the balloon retraction jam, the device was received at the decontamination site with button 2 partially depressed and the balloon partially retracted, suggesting possible user-related factors (user error). Residual contrast media was also present within the balloon, which may indicate incomplete deflation or contrast-related factors. However, when the device was received by the product analysis laboratory, button 2 was fully depressed and the balloon remained only partially retracted. Internal mechanism review attributed this condition to core wire misalignment within the handle. As the core wire was found to be bent, this suggests that it was likely in the proper position at the time button 2 was depressed during the procedure, and that the misalignment was likely not the cause of the incomplete balloon retraction. The misalignment condition was therefore most likely the result of shipping-related handling after the procedure rather than an issue that occurred during use. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, "retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved." It should be noted, if button 2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient, and potentially result in hemostasis failure. Neither the product analysis, nor the information available for review suggests that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, closure of a 5f mynx control vascular closure device (vcd) failed. The device was fully deployed, but hemostasis was not achieved. Manual compression was applied after removing the device. There was no reported patient injury. The storage temperature of the device did not exceed 25° celsius. There was no damage noted to the button, which was fully depressed. The deployer was identified as being in training with the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: per product evaluation, the balloon was partially retracted with button 2 fully depressed.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, closure of a 5f mynx control vascular closure device (vcd) failed. The device was fully deployed, but hemostasis was not achieved. Manual compression was applied after removing the device. There was no reported patient injury. The storage temperature of the device did not exceed 25°celsius. There was no damage noted to the button, which was fully depressed. The deployer was identified as being in training with the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.